Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6) 2020 as no event date was reported. Block h6: device code 1074 captures the reportable issue of balloon burst. Block h10: investigation results a visual examination of the returned complaint device found that the balloon did not show any visual defects and looked normal. The catheter of the device was carefully inspected and no damages were found. Microscopic examination was performed, and it was confirmed that the balloon was burst at the distal section over the ro marker. Functional analysis could not be performed as the balloon lumen was blocked, and it was not possible to unclog it. This failure is likely due to factors or conditions related to procedure, such as the manner in which the device was handled and manipulated, the technique used by the physician, the amount of strength applied by the customer during the movement of the balloon, and/or the interaction between the scope and the balloon during the procedure that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a maxforce biliary dilatation balloon was used in the bile duct during a dilation procedure performed on an unknown date. According to the complainant, during the procedure, the balloon become broken and would not inflate again. The procedure was completed with another maxforce biliary dilatation balloon. No patient complications have been reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2020 as no event date was reported. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a maxforce biliary dilatation balloon was used in the bile duct during a dilation procedure performed on an unknown date. According to the complainant, during the procedure, the balloon become broken and would not inflate again. The procedure was completed with another maxforce biliary dilatation balloon. No patient complications have been reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.